Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attune tibial component handle broke during impaction. The lever on the handle broke off releasing the spring. All pieces were collected, sterilized and will be returned.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.